Manufacturer narrative:
Pain at the insertion site is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
On (B)(6), 2026, senseonics was made aware of a user's sensor removal due to progressively worsening pain at the sensor site. The pain was described as intermittent discomfort along with a lump and "phantom shocking" sensations. The user's primary care provider recommended removing the current sensor and inserting a new one in the opposite arm. Despite the pain, the user had generally been able to continue using the system until early june, when use was briefly paused due to unrelated surgery.